Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported he experienced intermittent elevated blood glucose readings 2-3 months ago. He stated, he noticed his insulin infusion set leaking a few times at the headset or at the tubing. The patient stated this has not happened recently and he could not remember specific blood glucose values. He said, he treated his readings by changing his infusion set and bolusing insulin either through his infusion device or by injection. He did not see any damage to the sets and did not retain any of the infusion sets at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.